Manufacturer narrative:
Analysis of the data logs suggest that improper registration techniques were used. The software was functioning as designed.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 5 minutes. It was reported that the surgeon decided to abort navigation after noticing that he was inaccurate by about 1cm laterally. The site tries trace registration twice. The first attempt did not pass, it had too much focus on the back of the head. The second attempt was done and an estimated 40% of the point were obtained on the face and the remainder were obtained posteriorly. The surgeon felt he was slightly inaccurate before making incision for flap. The surgeon aborted navigation after using ultrasound to confirm tumor position (1cm lateral of what navigation showed). There was no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the patient was not an ideal candidate for the registration method selected due to excessive loose skin. It was noted that the exam had artifacts on top of the patient's head that were not removed. Analysis found that the software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.